Manufacturer narrative:
System was evaluated by siemens service engineer, (B)(4). There were no noticed rf errors or warnings of any kind before, during or after the incident. The customer has scanned several patients, including large patients without incident. Tests checking the rf transmit and receive chain, including the coil, being performed directly after the alleged incident indicate the machine was operating well within the specifications.

Event description:
On (B)(6) 2010, a patient had his left shoulder scanned. The patient was a (B)(6) male, (B)(6). The patient stated that on his way home from the site, he felt a mild discomfort on his right side. As the patient was undressing he noticed a blister-like wound, which was sticking to his t-shirt, as he attempted to remove his t-shirt. The patient called the site the following day. He was directed to come in, and was examined by dr (B)(6). The wound did appear to be a ruptured blister, approximately the size of a quarter. It was determined that the patient could wait approximately 10 days to heal or he could have a routine surgical procedure to close it, which in fact, he chose to do. The patient has a presumed diagnosis of behcet's syndrome. This increases the patients risk to be prone to skin eruptions and minor lesions. Additionally, there is concern that he may have fictitious dermatitis, as well as hyperhidrosis (excessive and unpredictable sweating). During the exam, the patient was dressed in a pair of shorts and a t-shirt and also made statements to the technologist about having coins in his pocket at the time of the exam.